Manufacturer narrative:
Additional suspect medical device components involved in the event: model: nm-3138-55, serial: (B)(4), description: 55 cm 8 contact extension kit. Model: db-2201-45dc, serial: (B)(4), description: 45 cm twist lead, 0.016 tungsten stylet. A review of the manufacturing documentation for the lead extensions and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient experienced pain and redness at the lead and lead extension site, behind the ear. The patient was administered antibiotics and underwent a procedure wherein the lead and lead extension were explanted. The physician assessed that the infection was not device related, however noted that three days after the implant procedure the patient had a haircut and felt it may be due to that. The patients symptoms have resolved and there is no further course of action.